Event description:
Attempting to start an IV in a large vein. When I entered the vein, I could feel the needle go in, but there was no flash as expected. I attempted to manipulate the IV, again without flash as expected. It felt that the cannula was in the vein, so I pulled the needle back, and blood filled the line. However, the vein was attached as I was attempting to advance the catheter. A second IV had to be obtained.